Event description:
The customer reported that the system failed to load the software. The fe states that this caused the system to intermittently fail to boot. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply, power cable, x-ray control button, and x-ray control pedal switch were in need of replacement. No further service information is available at this time.